Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.75 x 20mm synergy ii drug-eluting stent was selected for use. However, upon putting the stent in the tuohy, it was noted that the shaft broke. The procedure was completed with another synergy stent. No patent complications were reported and the patient's status was fine.